Manufacturer narrative:
The product was returned for evaluation, and subsequent testing verified the complaint. The underlying cause was identified as the pcb alarm detector was defective causing the audible alarms not to function. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the unit has no alarm sound.